Event description:
It was reported by service report that the calf supports not holding with patient weight. There was patient involvement; however no adverse consequences are reported.

Manufacturer narrative:
Results: calf supports.